Event description:
It was reported that during the implant attempt, the physician encountered difficulty when trying to insert a competitor guidewire into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on both the proximal and distal conductors (not obstructed). (B)(4).